Event description:
Dr. Was performing a lap chole when the grasper used to hold the gallbladder oepened and it stayed locked in the open position. Upon removal-instrument was open which caused a small-minor injury to fatty tissue. No pt history available. A medwatch report was not filed by facility. Surgery prolonged 20 min.